Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va0ywyv, implanted: (B)(6) 2015, product type: lead. (B)(4) applies to both the ins and the lead. (B)(4) apply to the ins only; all other fdd and fdp codes apply to the lead a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. The patient informed the rep that the system never helped with their fecal incontinence and they wanted the device removed. The patient stated that they would have to take medications with their diagnosis. The rep stated that when the lead was being removed it was noted that the lead integrity was compromised and thin. During the removal the lead broke off and a portion remains in the patient. Patient status is unknown at the time of this report, no ins malfunctions were reported. There were no further complication reported or anticipated.